Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report the following information was received: the reported armada 35's were identified as a 5x250 and a 5x200. The lesion was mildly calcified and 40% stenosed. Both balloons burst during the first inflation. The procedure was completed using non-abbott balloons. Hospital will not release patient date of birth.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other armada 35 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery. The first armada 35 balloon was inserted into the femoral artery and inflated to 6-8 atmospheres when the balloon burst. A second armada 35 balloon was inserted and ruptured at 6 atmospheres. Additional balloon angioplasty was performed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.